Event description:
Reportable based on device analysis completed on 17 may 2024. It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter had no signal. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lap joint section.

Manufacturer narrative:
H1 initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was detached near the lap joint section, and it was twisted, stretched, and entangled with the wire. Impedance testing showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image missing is confirmed.